Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced stoma site issues. On (B)(6) 2022, the patient experienced stoma site pain and a cyst at the site. The patient was seen by the physician on (B)(6) 2022, and an abdominal x-ray was performed to check the position of the tubing. The patient was prescribed amoxicillin oral antibiotic and mupirocin 2% ointment to treat the stoma site.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.